Event description:
As reported, the sealant of a 6f¿7f mynx control vascular closure device (vcd) was deployed; however, bleeding did not stop. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The mynx vcd was used in a percutaneous coronary intervention (pci) procedure performed using a retrograde approach. A 6f non-cordis catheter sheath introducer was used. The physician was trained and experienced with the device. The device was prepared according to the instructions for use, and no visible damage to the device or packaging was noted prior to use. Femoral artery suitability was verified on angiography, including appropriate insertion angle. The vessel diameter was greater than 5 mm, with no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. Vessel tortuosity was reported as none. The sealant was deployed to the proper location. No visible damage was noted to the sheath or distal end after removal. No anticoagulants, antiplatelets, or thrombolytics were used. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.